Event description:
Additional information was received indicating additional reprogramming was performed to resolve the event. The patient was stable.

Event description:
Related manufacturer report number: (B)(4). It was reported, post sensed t wave oversensing due to undersensing on the right atrial (ra) lead was observed on the device. Technical support was contacted and recommended reprogramming. Tachy therapy was reprogrammed off due to an unrelated clinical reason. Additional reprogramming as suggested by technical support is anticipated but has not yet been performed. The patient was stable and will continue being monitored.